Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed as a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case it is likely the device was under inserted into the vessel or interactions with patient anatomy cause the knot to be deployed into the tissue tract. No needle to cuff miss was noted. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after a diagnostic heart catheter procedure with a 6f sheath. Reportedly, when the plunger was removed, no suture was present, as cuff miss occurred. The suture did not deploy into the vessel as the suture knot was still attached to the device along with suture strings. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.